Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration was acceptable. The qc for the day of the event was not provided. A general reagent issue was excluded. The field service representative adjusted the probe setting and replaced the measuring channel. After service, no issues were reported by the customer. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+b results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 1.47 miu/ml. The sample was repeated and the results were 252.9 miu/ml, 896 miu/ml, and 912 miu/ml. The result of 912 miu/ml was believed to be correct. The sample was repeated due to the laboratory repeating samples with low results.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The investigation determined the service actions resolved the issue.